Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that eakage on spike was noted during infusion of unspecified heart medication - there was no drug exposure. It was unknown how long the device was in use before the leak occurred; the tubing was replaced, and therapy resumed. There was no other physical damage noted on the device. There was patient involvement, however, harm was not reported as a consequence of this event. This is complaint 2 of 2.